Event description:
There was an allegation of analyzer alarms and questionable results for multiple assays from the cobas c 703 analytical unit. Examples were provided for glucose and total bilirubin. The initial glucose result was 24.1 mmol/l. The repeat results were 23.8 mmol/l, 1.03 mmol/l, and 23.9 mmol/l. The initial total bilirubin result was <2.5 umol/l. The repeat result was 18.6 umol/l.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service engineer found an issue with all the reagent probe z adjustments. He performed adjustments and optimized the sample probe outer washing. The investigation is ongoing.